Event description:
During a transaortic tavr procedure, the valve was deployed and noted to be in the incorrect orientation. The delivery device was removed and the bav balloon was advanced across the valve to maintain hemodynamic pressure. A second valve was then prepped in the correct orientation and deployed. The patient maintained a below normal pressure with a quick recovery post 2nd valve. Approximately 3 days post procedure, the patient was reported as still intubated and being monitored but doing ¿fine¿.

Manufacturer narrative:
(B)(4). Crimping and implanting a valve in the incorrect orientation (inverted) will result in significant and immediate hemodynamic compromise. This represents a surgical emergency for which intervention must be performed urgently to prevent death. In this case, the valve was crimped in an incorrect orientation. The instructions for use (IFU) state: ¿gently place the thv and qualcrimp in crimper aperture. Insert the delivery system coaxially within the thv in the valve crimp section of the delivery system with the inflow of the thv towards the distal end of the delivery system¿. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (cloth covered end) of the thv should be oriented distally towards the tapered tip." There was no evidence or allegation of a device malfunction in the report. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.